Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13558. It was reported that a patient developed an infection in their heart as well as the device pocket. The patient's entire system, including their pacemaker, right atrial and right ventricular lead, was explanted on (B)(6) 2021. Vegetation was noted on the leads, there was also no allegation from the physician that the infection was system or procedure related. The patient was stable throughout.